Event description:
On event date a patient underwent implantation of staar model aq-5010v intraocular lens in their right eye. The doctor determined that the diopter was wrong. The labeling on the package stated the lens was -4.0 diopter when it was actually 0.0 (plano). The lens was removed in 2001 with no complication. There was no patient injury.